Event description:
It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead and the right ventricular (rv) lead resulting in far field r-wave oversensing and inappropriate therapy. The physician suspected a ra lead and rv lead malfunction. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.